Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since about a month and half after getting ins, they have been having problems with swelling and pain in both legs, ankles. When it was on the left their feet hurt so bad they felt like nails "hammered in the top of their foot" they could not put on shoes, it hurt to walk on the bottom of their feet. Patient said sometimes on certain numbers it "hits all the way up in their chest" and face, sometimes it wakes them, they called the manufacturer representative (rep) who told them to lower it. Patient services (ps) asked if their leg issues improved when they turned therapy down or off. Patient said: it helps in the beginning then starts again as the day goes on their legs and ankles get more swollen. They could increase or lower it, it depends on the rate, even when they go down to .2 or .1, if they change numbers, they can see something happen (to their legs) in 20 minutes. They feel something is really wrong and want to know why all of a sudden this started. Patient said: maybe the wire is touching something that causes legs to hurt, they think it is still stimming their nerves. Patient said they had a visit with the pa and now they are trying a new way: turning the machine on a couple of hours a day and shut it off and change the width of the device. Now, their nerves are calming down and the pain not quite as bad but they feel pelvic pain like prior to ins and they still have to take pain medicine, but the excruciating pain (legs) doesn't last as long, they can see the top of their feet in the morning with no fluid in them. Patient said they can feel the nerve thing and they know what the nerve thing feels like because of mesh that caused nerve damage. They tried all 7 programs, can adjust it up and down and the doctor reprogrammed it. Redirected to their doctor, and offered closer doctor listings, patient declined. Reviewed ins therapy optimization, stim sensation info, reviewed it may help to re- try their original programs. Recommended tracking symptoms. Patient said since it was moved to the right side they feel sensation more towards their buttocks instead of their crotch. They will redo it and track results, they will change the pulse width because they do better on number 2 and will try lowering the pulse width so it is not so spread out, "when they go higher like past 240 it radiates a beam to hit more stuff." Sent diary and quick guide. Other medical patient said they have had all kinds of testing, their family doctor gave them water pills but that's not doing anything no fluid comes out. They saw their vascular surgeon: nothing's wrong with their legs, bloodwork is fine. Patient said they saw an ortho guy who said they had congestive heart failure and patient had an echo, their heart was checked: they have no problems with their heart. Patient said prior to getting ins they had years of torture after they worked with 2 local doctors and had urinary mesh put in which screwed them up and caused their bladder to spasm all the time, it was 30-40 times a day so patient does not trust the doctors in their local area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.